Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger ((B)(4)) found the connector to be bent.

Event description:
The patient implanted for non-malignant pain and degenerative disc disease reported that she tried to charge the day prior to this report and then her implantable neurostimulator (ins) was depleted the day of this report. The green light was lit on the desktop charger (dtc) but the connector pin looked bent. No out-of-box failure occurred. A replacement dtc was sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.